Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an in person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6), was implanted with a 200-22-09-inserto tibial cr 2, 9mm, serial number (B)(6), on (B)(6) 2016. The insert was manufactured on (B)(6) 2015 and was packaged in a vacuum bag with no evoh. The insert was manufactured on (B)(6) 2015 and was seven months shelf age at the time of implant. Approximately seven years post implantation, the patient is pending revision for wear of the polyethylene. No additional details are available at this time.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3 the prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.